Event description:
Customer reported being hospitalized due to low blood glucose. Prior to hospitalization customer had seizure. Suggested customer to call md to discuss possible cause of low blood glucose.